Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was unable to charge their ins. The cause was unknown. The rep is scheduled to meet the patient at their managing physician's office to evaluate the device on (B)(4). No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient received the replacement recharger on(B)(6) and has no yet had a chance to charge. The patient is scheduled to see their healthcare provider (hcp) on (B)(6) 2020. The rep will provide recharging statistics if the patient is able to charge. The rep could no obtain patient weight. No symptoms were reported. No further complications were reported or anticipated.

Event description:
Additional information was received from the rep on (B)(6), 2020. It was reported that the rep met with the patient on (B)(6), 2020. They were unable to interrogate the ins with their tablet because the ins charge was low (in the red). The patient told the rep they hadn't been able to recharge the ins; that when they attempted to charge, they had excellent coupling but the ins was not charging even after 2 hours. The rep noted the patient would keep their controller luminated all the time. It was reviewed that the controller should be allowed to go to sleep and charging could be monitored using the green flashing led light. It was reviewed to have the patient charge the ins and then try interrogating the ins again after that. On(B)(6), 2020, another rep reported they were with the patient. The patient had tried charging the ins for 3 hours the day prior and on (B)(6), the rep had tried charging for 20 minutes with good coupling but the ins was not charging. The rep confirmed that the controller battery was depleting during the recharging attempt. A replacement recharger therapy module (rtm) was sent to the patient. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on june 12th, 2020. It was reported that the patient was able to charge the implantable neurostimulator (ins) in a reasonable amount of time. The rep also reported that there were no recharging anymore and it charges like it did previously prior to when the patient had problems. There were no further complications or anticipations reported with this event.